Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "we are starting to use the new (pronto) device and I have serious concerns. In one subject today, lab hg was 120, pronto-7 measurement was 121 (very reasonable) and pronto measurement was 145. I repeated the pronto measurement on the other hand just to be sure, and the repeat measure was 150." No patient impact or consequences were reported.